Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: h4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a pci, a late bleed in post op after the use of the tr band, the patient was bleeding more than usual. The blood loss amount was unknown. The patient went to post op with 16cc of air in the band; however, when they went to get 9cc no air was in the band, deflation had occurred. It was believed the issue could be a result of application due to new staff or lack of communication between cath lab and floor nurses.